Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the failure. The hub was cross-sectioned. After cross sectioning the hub, there was not a clear indication of a shaft tube present in the hub after over molding. An internal corrective action was initiated to address this issue.

Event description:
The tubing part of the vsi micro-introducer detached loose from the hub. The tubing part of the broken piece was stuck inside the left femoral artery. It was not possible to retrieve in the peripheral lab. Patient was transported to the nearby hospital surgical dept for removal. Additional information received 07may2018: under ultrasound guidance physician punctured the left femoral artery with the vsi micro-needle. Micro wire introduce without resistance, next, the micro-needle was removed. Micro-dilator advanced successfully without any further resistance. The micro-dilator was removed over the wire successfully and micro sheath advanced straight, and without kink or extra force applied to it. Micro-wire was removed and 3 cc syringe with half contrast and half saline was attached for injection to confirm position under fluoroscopy. At the time of manual injection, the hub of micro-sheath snapped out, or detached from the micro tubing leaving the remaining piece inside the left femoral vessel. Manual pressure was applied immediately to contain groin bleeding. Physician decided to called surgeons for back up and didn't attempt anything else. Pressure dressing was done in the left groin and patient was safely transported to the nearby hospital surgical room. Surgeons removed the sheath tubing piece successfully. Unable to save the body piece for investigation by facility, per hospital policy, and surgical protocol. The sheath hub was sent back for evaluation.